Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that he¿s been experiencing an itchy skin irritation in the shape of the sensor patch. Insertion site is also swollen. Patient has consulted with his physician 6 months ago and was prescribed a cream to use on the insertion site.at the time of his call to dexcom technical support, patient was feeling fine.